Event description:
It was reported that an ilet device did not power on after charging, with the charging pad light blinking and then flashing, and the device warming while on the charger; on video call the charger light appeared solid green but the device remained unresponsive, indicating a charging or power-up failure associated with the device power/charging assembly. Symptoms included no adverse clinical effects. Outcomes included interruption of therapy requiring continued cgm use with a dexcom g7 application and planned device replacement. Investigation included remote troubleshooting and user education on shutdown and data handling. Investigation of this case revealed a suspected battery depletion or charging malfunction consistent with a hardware power issue; the device could not be synced to the mobile app before return. It was concluded, based on previously established findings for similar reports, that the cause was an electrical power or charging failure of the device.